Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said the sales rep had them switch sides earlier today because they had to turn stimulation up to 11.7ma; the rep thinks one of the wires may have come loose. No further patient complications have been reported as a result of this event.